Manufacturer narrative:
Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device, maquet cardiopulmonary (B)(4). This event was reported by (B)(6). The complaint sample was not returned. Note: the reported event occurred when using the be-pls 2050 quadrox-I oxygenator, however a equivalent device marketed in the us is used for reporting. (B)(4).

Event description:
On (B)(6) 2011, (B)(6) identified a blood leakage (about 50 ml) at the gas outlet port during ecc on oxygenator lot number 70065377 that was being used with be-pls 2051 (lot number 70071296). Reference MFR report # 8010762-2014-01122. The device was replaced with be-pls 2050 (lot number 70064555); however, the replacement device leaked. This unit was replaced. After this replacement, no other issues were noted. This report is for lot number 70064555 leaking. (B)(4).